Event description:
It was reported that the lead was unable to capture the right atrium. The physician attempted approximately 10 locations in appendage and on lateral walls. At several locations, high outputs did not capture the right atrium. There was no sensing when atrial sensitivity was high. The physician concluded there was an issue with the patient's right atrium and not with the lead. The physician decided not to implant a right atrial lead. The lead was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, the full lead was returned and analyzed. It was also noted that blood was on the helix mechanism.